Event description:
Complainant alleged that during biomed testing the device displayed "discharge fault" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.